Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 577 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6)2026 with the issue resolved. The customer was unable to confirm if they had permanent damage from the event. Customer reverted to an alternate method of insulin.